Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a solicited report by a nurse from (B)(6) of cloudy dialysate and abdominal pain in a patient coincident with extraneal viaflex therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced cloudy dialysate and severe abdominal pain and was hospitalized. Treatment was not reported. Outcome for the event of cloudy dialysate and abdominal pain were not reported. Action taken with extraneal therapy were not reported. The reporter did not provide an assessment of causality for the cloudy dialysate and abdominal pain in relation to extraneal viaflex therapy.